Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product was manufactured on 05/22/2014. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. Nine samples with finished good lot numbers 413488664x and 415586264x were received for evaluation. After a visual and functional inspection in accordance to procedure, the issue reported was not present with the samples evaluated. Our supplier was notified about this incident. According to the supplier investigation defined in a corrective and preventive action (CAPA), the root cause of the sponge-sticks detachment has been determined to be the ultrasonic welding process at the supplier resulting in high variation of pull force required for the separation of the welded parts. The causes of variation were found to be related to misalignment and wear of the welding tool that was not corrected by routine maintenance. The process is running according to product specifications meeting quality acceptance criteria. The sponge lot numbers used for the manufactured part were manufactured after the corrective actions implemented by the sponge provider. The manufacture of the sponges was contacted and it was verified that all preventive maintenance is being performed and all implemented corrective actions are still being followed. A review of the pull test inspection records shows all tested sponges passed a minimum pull force test. This appears to be an isolated incident. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a sponge stick. The customer reports that the sponge came off during the prepping of the pt. The customer further reports that it came off in the pt. It was retrieved prior to starting the surgery and they continued on with the procedure . The customer reports no harm to the pt as a result.